Event description:
The reporter stated that they were unable to access historical pt data from the device. It was also reported that the clock (time of day) on the device was 31 minutes fast. No report of any adverse event or adverse pt impact.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.